Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 row c was not detected. A field service engineer reseated all rear connections and all row board connections to resolve the issue and were tested good in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 pocket c1 c3 c5 was failed to open. The customer recovered the storage space and rebooted the station, but issues still persist. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.